Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resets) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted via near the j1 battery connector on the monitor computer/analog board. The root cause for the short could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.